Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys hcg + beta test system (hcg+b) result for 1 patient sample tested on a cobas e 411 immunoassay analyzer compared to the result from a cobas 8000 e 602 module. The initial hcg+b result from the cobas e411 was 134154 miu/ml. The hcg+b result from the cobas e602 was 94187 miu/ml. The customer primed the cobas e411 system and noticed that there was no water passing through the tubing. A field engineering specialist checked the water pump filter and the water tank filter. The water pump filter was contaminated with bacteria. The water pump filter was cleaned. Following the cleaning of the water pump filter, the customer calibrated and performed qc testing on the cobas e411. The same patient sample was retested with an hcg+b result of 93604 miu/ml. The erroneous result was not released outside of the laboratory. There was no allegation of an adverse event. The field engineering specialist also performed liquid flow cleaning, cleaned the sample and reagent probe, cleaned the sipper probe, and cleaned the rinse station. The hcg+b reagent lot was 25919901 with an expiration date of 30-nov-2018. It is suspected that the bacteria that was present was caused by the water being used by the customer. The customer has replaced their water machine. The investigation is currently ongoing.

Manufacturer narrative:
Qc is within range after the service visit.